Event description:
Poly insert change on an exploration of left knee. Found a bone chip.

Event description:
Poly insert change on an exploration of left knee. Found a bone chip.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is 64 inches in height. Device history review indicates no reported discrepancies. Complaint history review indicates there have been no other events for the lot referenced. From the information provided, it appears the triathlon insert was revised as a result of the treatment of the hemarthrosis of the patient. Review of provided medical records by a consulting clinician indicated there is no evidence to suggest the event is device-related. Based on the provided information, the product reported in this investigation did not contribute to the event.